Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the patient underwent a minimally invasive decompression of the spine. During the procedure, a dural tear was made. This was repaired by covering the tear with a piece of the patients muscle which was stuck down with bioglue to keep it in place. There were no early problems with the patient however after 3 months the patient complained of pain in one of their legs. They were given a MRI scan which showed a low signal mass over the area which had been applied with bioglue. The surgeon thinks that this mass is bioglue. The surgeon is due to reoperate on this patient next month and is not sure if the leg pain has anything to do with bioglue but he has had a run of 3 cases with bad outcomes using bioglue and thought that the problem should be recorded. Patient developed pain in leg 3 months after the operation. Another operation is required in (B)(6) 2014 but this may not be due to the application of bioglue. Additional information was received on 12/22/2014, 12/24/2014, and 12/29/2014 indicating that the patient underwent re-operation in (B)(6) 2014. During the surgery, the surgeon located the low signal mass that was thought to be bioglue, which the surgeon described as a "combination of surgicel and bioglue" and "the surgicel and bioglue together formed a mass which was adherent to the dura and was probably (but not definitely) the cause of ongoing symptoms." The surgeon clarified that by "ongoing symptoms" he was referring to the leg pain. The surgeon had been using bioglue for about 18 months. Concerning the amount of bioglue that was used, the surgeon "may have used too much bioglue but cannot really remember." "The surgeon decided to stop using bioglue as he has never had a problem like this using tisseel although he prefers the product characteristics of bioglue (i.e. It sticks things strongly in place)" a review of possible lot numbers was performed and it was confirmed that all records were controlled, available for review and met all specifications. The surgeon indicated that bioglue was used in combination with surgicel, a cellulose polymer hemostatic agent. It is possible that a combination of surgicel and bioglue could have caused, contributed to, or exacerbated an inflammatory or immune response. The surgeon stated that he "never had a problem like this using tisseel." Since he previously used tisseel, he may not have fully understood the differences between bioglue and tisseel, including but not limited to the length of time each product takes to resorb. Precautions regarding the use of bioglue in closed anatomical locations that are in immediate proximity to nerve structures are provided in the instructions for use. Insufficient information was reported to determine what, if any, role bioglue may have played in the reported event. The root cause for this event remains unknown; however, there is no indication that an error or deficiency occurred at cryolife. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife. Updated section with additional information concerning the event. Removed "user facility".

Event description:
According to the report, the patient underwent a minimally invasive decompression of the spine. During the procedure, a dural tear was made. This was repaired by covering the tear with a piece of the patients muscle which was stuck down with bioglue to keep it in place. There were no early problems with the patient however after 3 months the patient complained of pain in one of their legs. They were given a MRI scan which showed a low signal mass over the area which had been applied with bioglue. The surgeon thinks that this mass is bioglue. The surgeon is due to reoperate on this patient next month and is not sure if the leg pain has anything to do with bioglue but he has had a run of 3 cases with bad outcomes using bioglue and thought that the problem should be recorded. Patient developed pain in leg 3 months after the operation. Another operation is required in (B)(6) 2014 but this may not be due to the application of bioglue. Additional information was received on 12/22/2014, 12/24/2014, and 12/29/2014 indicating that the patient underwent re-operation in (B)(6) 2014. During the surgery, the surgeon located the low signal mass that was thought to be bioglue, which the surgeon described as a "combination of surgicel and bioglue" and "the surgicel and bioglue together formed a mass which was adherent to the dura and was probably (but not definitely) the cause of ongoing symptoms." The surgeon clarified that by "ongoing symptoms" he was referring to the leg pain. The surgeon had been using bioglue for about 18 months. Concerning the amount of bioglue that was used, the surgeon "may have used too much bioglue but cannot really remember." "The surgeon decided to stop using bioglue as he has never had a problem like this using tisseel although he prefers the product characteristics of bioglue (i.e. It sticks things strongly in place)"

Event description:
Patient underwent a minimally invasive decompression of the spine. During the procedure, a dural tear was made. This was repaired by covering the tear with a piece of the patient's muscle which was stuck down with bioglue to keep it in place. There were no early problems with the patient; however, after 3 months, the patient complained of pain in one of their legs. They were given a MRI scan which showed a low signal mass over the area which had been applied with bioglue. The surgeon thinks that this mass is bioglue. The surgeon is due to reoperate on this patient next month and is not sure if the leg pain has anything to do with bioglue but he has had a run of 3 cases with bad outcomes using bioglue and thought that the problem should be recorded. Patient developed pain in leg 3 months after the operation. Another operation is required in (B)(6) 2014 but this may not be due to the application of bioglue.